Event description:
Additional information was received indicating that the device was explanted and replaced due to normal elective replacement indicator (eri). The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was found to have reached elective replacement indicator (eri). It was suspected that there was an overestimation of longevity given for the device at the previous follow-up. No intervention has been performed at this time. The patient was stable.